Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings during drain 0 and fill 1. The patient noticed the patient line leaking at the connector, but the connection seemed tight. Additional details and sample status were requested multiple times but no details were provided.